Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the facility has had several instances of flow inaccuracies with spectrum pumps. They have experienced infusions set to run over the course of an hour and sometimes they find fluid left in the bag, other times the bag is empty. There was no known patient injury or medical intervention associated with this event. No additional information is available.